Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced pain, dyspareunia and secondary uterine prolapse. An excision of mesh was performed.